Event description:
This patient was enrolled in the study with 1-vessel disease. The main indication for the intervention was stable angina pectoris. The lesion initially treated was in the mid right coronary artery. It was type b2, native, restenotic (3.5x33mm cypher), irregular, moderately tortuous and eccentric with thrombus present and angulations between 45 and 90 degrees. The lesion had a reference vessel diameter of 3.6mm and a lesion length of 28mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2.5x15mm balloon at 10 atm. A 3.5 x 33mm cypher select plus stent was electively implanted at 20 atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.